Event description:
It was reported that the user called to set up a new pump while off therapy with the ilet and using backup subcutaneous insulin, with the user described as running high (exact blood glucose value was not provided) after dinner; guidance was provided to follow healthcare provider instructions for backup therapy and to wait 24 hours after the morning long-acting insulin before reconnecting, and the event was associated with an improper or incorrect procedure or method, with no specific device component implicated. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem found and identified a usage problem, consistent with user management steps and timing of basal insulin during transition, with no applicable device component term. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.

Manufacturer narrative:
Initial